Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the device had extreme dirt and moisture, the service technician also found error code e030 (e-30: err_motor_spinup_flux_high). The device was scrapped by the service center after the evaluation was completed.